Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-03300 for the associated device info. It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used during an dilatation of the esophagus of a pt. According to the complainant, the balloon burst during inflation inside the pt. Another c.r.e. Balloon dilatation catheter was used with the same result. No portion of either balloon detached inside of the pt. The procedure was completed with a different size c.r.e. Balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.